Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused leukemia. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 06, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging leukemia related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed during internal investigation an unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, inside iso port, blower, and blower seal. A keratin like substance was observed on the blower box outlet, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and but not directly address the symptoms specified.